Event description:
It was reported that the patient had a revision about 2 months ago because he was not receiving stimulation in his legs. The patient outcome was not reported. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type: extension.